Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 586 mg/dl. The customer reported that the customer had symptoms yesterday and not today for their blood glucose levels. The customer treated manual shot of insulin 207bg and the blood glucose was in 400 mg/dl all the night. Customer's blood glucose value was unknown at the time of the incident. Customer's current blood glucose value was 261 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 10:00 pm. The blood glucose value when admitted to hospital was 586 mg/dl. The customer complained about shortness of breath, massive headache, weak, little "nauous". The customer cause of hospitalization per healthcare professional's was hyperglycemia. The customer outcome of the hospitalization was injection of 5 units of insulin and instructions to follow up with healthcare professionals. Customer stated that having difficulties with this insulin pump. The drive support cap appears normal (slightly indented). There were no leaks or air bubbles. Customer reports basal rates are programmed accurately. Customer wishes to perform the high pressure test and was reported that the customer does not have a tubing clamp available. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.